Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the surgeon fired once across the cystic duct and on the second firing the jaws closed and would not open. The surgeon pulled on the device and it released from the tissue. A second device was used to complete the case with no patient consequence.